Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner from the shell. The constrained liner, head and rest mod proximal body were revised. There are no allegations against the revised head. Reason for revising was not given to rep when hospital staff was asked (neither were any allegations made or observed).